Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a granuflo ii mixer had no power and its control panel was not working. The mixer was reportedly overfilled which caused the control panel to get wet. Upon follow up with the biomed, it was reported that the mixer overfilled because the 25-gallon float had failed; the mixer did not stop filling at 25 gallons. To resolve the reported issues, the biomed started by replacing the control panel. While replacing the control panel, the biomed dropped the metal frame that holds the control panel in place. The frame fell and hit one of the machine¿s power wires. When the frame contacted the wire, it created a small spark. The biomed stated it left behind an ¿arc mark¿ on the metal frame. The power wire itself was not impacted in any way. There were no signs of damage on the wire. The biomed replaced the dry pump sensor in addition to the control panel, and together, these repairs fixed the mixer. A new metal frame was installed with the control panel. The parts that got replaced were discarded; no sample is available to be returned for evaluation. There was no patient involvement associated with the reported event.